Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent moved on balloon occurred. The 99% stenosed target lesion was located in a mildly tortuous and moderately calcified right coronary artery. A 4.00x28mm promus element plus drug-eluting stent (des) was advanced for treatment. However, before stent deployment, the stent got dislodged from the balloon. The physician withdrew the device and a 3.5x28mm promus element des was deployed and completed the procedure. No patient complications were reported and the patient's status was stable.